Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review could be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code for the lifestent 5f vascular stent system products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f061501c vascular stent system allegedly experienced material deformation. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.